Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. During visual inspection no moisture damage was found on the electronics, motor, battery tube, and vibrator assemblies. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone, she was in the restroom and she noticed condensation under the screen. Customer then removed the battery for eight hours and attempted to set the time and the numbers are scrolling around by themselves. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues other than the moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.